Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the display device showed an intermittent out of range signal. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Global transmitter final functional test was performed and the transmitter passed. The customer complaint of an intermittent out of range signal was not confirmed. A root cause could not be determined.